Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The information provided with this report indicated the endoscope used with this device was an olympus cf-hq 190l endoscope. The outer diameter of this endoscope is 13.2 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. The endoscope used is outside the recommended range. Use of the device with an incompatible endoscope could have contributed to the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemorrhoid banding procedure, the physician used a cook 6 shooter saeed multi-band ligator. The bands were not staying in place on the target site. No bands were successfully deployed prior to this occurrence [unable to effectively deploy bands]. Other than any deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.